Event description:
Diabetic pt, implanted with a glaucoma aqueous shunt about 8 months ago, now presents with "extrusion of head" of prosthesis. As yet, no intervention reported and no further info is available.